Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the very beginning of a routine hemodialysis treatment, a blood leak alarm occurred. Light pink fluid was observed in the effluent. Treatment was terminated without return of the blood in the cartridge resulting in an estimated 50cc blood loss. No medical intervention was required.

Manufacturer narrative:
Device labeling instructs in the event of a blood leak alarm and an observed blood leak, manual rinseback of the pt's blood in the cartridge should be performed. Inspection of the returned cartridge determined that a fiber leak occurred in the filter. Each filter is leak tested multiple times during the filter and cartridge mfg processes. There have been no similar reports from this filter lot. This appears to be a random isolated event. The cycler alarmed appropriately to alert the operator of the blood leak. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No add'l info will be provided.